Event description:
My health has slowly been declining since receiving mentor smooth saline under the muscle implants. I have been diagnosed with interstitial cystitis, chronic fatigue, pots, sibo, low vitamin d, panic and anxiety disorder, costochondritis, orthostatic intolerance, heart palpitations, tachycardia, joint pain, migraines, impaired vision, dizziness, vertigo, lightheadedness. I am bedridden most days and no longer able to work. Prior to breast implants I was extremely athletic and did triathlons and races. I never had any health issues whatsoever. Shortly after implants my health started to decline. I have never been the same. I truly believe my implants have made me sick and hope to explant when I can get medical clearance.